Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of feeling stimulation in the right leg and not the left was due to needed to be reprogrammed. The patient meet with the doctor at their office and she programmed it. The feeling of stimulation in the patient's right leg and not their left has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and the patient regarding their implantable neurostimulator (ins). Information was reported that the patient was implanted yesterday, and today she turned on her stimulation for the first time and she feels the stimulation in her right leg, but it should be in her left leg. It was also noted that the patient cannot turn their stimulation on for their left side. No further complications were reported. No additional patient symptoms were reported.